Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381012 and lot number 3342345. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd iag bc pro global leaked at the catheter/hub junction. The following information was provided by the initial reporter: customer states" fluid leak where catheter joins hub of bevel for MRI gadolinium hand injection. Identified immediately post insertion. Previous similar issues occurred, however unable to identify batch of other issues.? Fault in cannula tubing". 6feb2025: no erroneous results encountered, checked contrast administration levels during scan and it was adequate. No extravasation encountered. No patient injury. Course of treatment: manual adjustment of the cannula was performed during administration and cleanup afterwards. No blood exposure to anyone, to my knowledge. Following mention of faulty cannulas other staff have mentioned that this was occurring for some time. I was just the first one (seemingly) to report it. Devices removed from the ¿cannulation trolleys¿.